Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 37 mg/dl at the time of incident. The customer stated that they were treated with orange juice and glucagon shot at the time of hospitalization. The customer stated that they received several low battery alerts. The customer declined to troubleshoot for low blood glucose and hospitalization. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with an unexpected blank display after the number count due to a corroded electronic assembly. A corroded motor assembly was noted during visual inspection. Unable to perform the functional testing due to the unexpected blank display. The pump was also received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.